Event description:
It was reported that the patient presented to the hospital with loss of capture in bipolar configuration and low impedance. The lead was capped and replaced, the patient condition was fine post procedure.

Manufacturer narrative:
(B)(4).